Manufacturer narrative:
Bent release crossbar on the breakaway head section.

Event description:
It was reported by service report that the breakaway head section was not locking in the upright position. No patient involvement or adverse consequences are reported.